Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted a surgical procedure. The device or loading unit were not visible in the photo. Functional testing was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bariatric surgery, an excessive bleeding in the staple line was observed. They used cautery to complete the case. There was no patient injury.